Event description:
A pt received 4400 cgy in 22 fractions during the period 3/26/98 to 4/29/98. This treatment was administered as a followup to total esophagectomy, author of the anonymous report states that between 4/24 and 4/28, machine breakdown noted. No further detail provided. On 7/26/98 the pt underwent surgery for removal of the stomach. The pt died on 7/27/98 due to kidney failure allegedly caused by the extended length of the surgery. The anonymous author speculates "possible that the state of the stomach due to questionable overdose of radiation, contributed to the swiftness of fistula formation".